Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 blurry vision and ghosting in right eye. As of (B)(6) 2018 it has not improved. Patient had hyperopic treatment. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of ghosting and constant blurry vision in right eye. Patient was refracted and vision is sharper when using lenses however patient reported that this is not an optimal option. Patient reported symptoms are not interfering with daily activities. Patient will be on lumify eyedrops now (for some pupillary constriction) instead of xiidra. Patient may need custom treatment to resolve. Bcva from (B)(6) 2018: right eye post-op 20/25 .00 x -.25 x 95, left eye post-op 20/20 .00 x .00 x 90.